Manufacturer narrative:
Device alarmed pump error 38 during the rewind sequence. Motor was tested outside of the device and passed, problem isolated to the electrical board. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to motor anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no motor movement or negligible movement persistently. The customer's blood glucose value was unknown at the time of incident. The insulin pump will be returned for analysis.